Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, a field service engineer (fse) confirmed that the power supply was delivered to the mall security office to support a potential replacement when a user became available. Fse found that the station issue could not be recreated despite the customer reporting intermittent power loss. Cable connections to the tower and main were checked and found to be secure with no issues. At the customers request, follow up was postponed. Subsequent follow up with customer and fse decided to obtain the power supply back from the customer. The system functioned as intended after the field service engineer had investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es periodically powered down and rebooted on its own. The message ac1 power failed was displayed on the screen. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.